Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman truseal access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020 batch # 0037781639. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman truseal access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include anesthesia risks (cough), air embolism, arrythmia (cardiac arrest, ventricular fibrillation) (resuscitation, medication required), hypotension, edema, (intubation, imaging required) and death. Risk review a risk review was completed and confirmed that the events of anesthesia risks (cough), air embolism, arrythmia (cardiac arrest, ventricular fibrillation) hypotension, edema, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) guidance and conscious sedation. Following transseptal puncture and sheath insertion, the watchman trusteer access system (was) was positioned in the left upper pulmonary vein with a pigtail catheter remaining inside the sheath. During this phase of the procedure, air was introduced into the heart. The patient was noted to be moving and coughing, so anesthesia began the process of deepening the level of sedation. Subsequently, the patient developed ventricular fibrillation and became hemodynamically unstable. Mechanical chest compressions were initiated using a (B)(6) cardiopulmonary assist system (lucas) device, and defibrillation was performed, resulting in return of hemodynamic stability. The patient was then intubated. Over time, the air was observed to move out of the heart. The patient remained hemodynamically stable. The procedure was aborted. It was further reported when the air was observed entering, hypotension occurred then ventricular fibrillation and cardiac arrest occurred. A computed tomography (CT) scan was performed and showed air in the brain as well as cerebral edema. The patient died due to complications of cerebral edema. In the physicians opinion, it is possible that the valve of the was was opened in order to change the pigtail catheter to a multipurpose catheter and at that time the patient coughed and air entered.

Manufacturer narrative:
B2: outcomes attrib to adv event - death added. B5: information added. H1: updated to death. H6 patient code added: low blood pressure/hypotension, cardiac arrest, and cerebral edema. H6 impact code added: imaging required and death.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) guidance and conscious sedation. Following transseptal puncture and sheath insertion, the watchman trusteer access system (was) was positioned in the left upper pulmonary vein with a pigtail catheter remaining inside the sheath. During this phase of the procedure, air was introduced into the heart. The patient was noted to be moving and coughing, so anesthesia began the process of deepening the level of sedation. Subsequently, the patient developed ventricular fibrillation and became hemodynamically unstable. Mechanical chest compressions were initiated using a lund university cardiopulmonary assist system (lucas) device, and defibrillation was performed, resulting in return of hemodynamic stability. The patient was then intubated. Over time, the air was observed to move out of the heart. The patient remained hemodynamically stable. The procedure was aborted. It was further reported when the air was observed entering, hypotension occurred then ventricular fibrillation and cardiac arrest occurred. A computed tomography (CT) scan was performed and showed air in the brain as well as cerebral edema. The patient died due to complications of cerebral edema. In the physician's opinion, it is possible that the valve of the was opened in order to change the pigtail catheter to a multipurpose catheter and at that time the patient coughed and air entered.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) guidance and conscious sedation. Following transseptal puncture and sheath insertion, the watchman trusteer access system (was) was positioned in the left upper pulmonary vein with a pigtail catheter remaining inside the sheath. During this phase of the procedure, air was introduced into the heart. The patient was noted to be moving and coughing, so anesthesia began the process of deepening the level of sedation. Subsequently, the patient developed ventricular fibrillation and became hemodynamically unstable. Mechanical chest compressions were initiated using a lund university cardiopulmonary assist system (lucas) device, and defibrillation was performed, resulting in return of hemodynamic stability. The patient was then intubated. Over time, the air was observed to move out of the heart. The patient remained hemodynamically stable. The procedure was aborted.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) guidance and conscious sedation. Following transseptal puncture and sheath insertion, the watchman trusteer access system (was) was positioned in the left upper pulmonary vein with a pigtail catheter remaining inside the sheath. During this phase of the procedure, air was introduced into the heart. The patient was noted to be moving and coughing, so anesthesia began the process of deepening the level of sedation. Subsequently, the patient developed ventricular fibrillation and became hemodynamically unstable. Mechanical chest compressions were initiated using a lund university cardiopulmonary assist system (lucas) device, and defibrillation was performed, resulting in return of hemodynamic stability. The patient was then intubated. Over time, the air was observed to move out of the heart. The patient remained hemodynamically stable. The procedure was aborted. It was further reported when the air was observed entering, hypotension occurred then ventricular fibrillation and cardiac arrest occurred. A computed tomography (CT) scan was performed and showed air in the brain as well as cerebral edema. The patient died due to complications of cerebral edema. In the physicians opinion, it is possible that the valve of the was was opened in order to change the pigtail catheter to a multipurpose catheter and at that time the patient coughed and air entered.

Manufacturer narrative:
B2: date of death added.